Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of a micro-stent device, the device would not engage. There was patient contact. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of would not engage; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that intraoperative difficulty with micro-stent implantation is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).